Event description:
Healthcare professional reported "deflation confirmed via physical examination". This record is for left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: deflation. Clarification to partial date of implant: 2007 was provided.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Healthcare professional reported "deflation confirmed via physical examination". Later healthcare professional reported "removed" "completely deflated". This record is for left side. Device was explanted and replaced.